Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy at 0.08700 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had emergency medical services dispatched due to low blood glucose on (B)(6) 2020. Blood glucose level at the time of the incident was 41 mg/dl. Customer stated that they were experiencing both lows and high blood glucose. Customer stated that last week was 583 mg/dl at her doctors with no warnings from the insulin pump and last week she put in a new sensor and that night she was too low and had to call paramedics and it happened again. Customer stated that her blood glucose kept going super low without any warning so she took off the insulin pump because her blood glucose wouldn't come back up was about 40 mg/dl. Customer stated that she woke up and her blood glucose was 500 mg/dl so she went back on the insulin pump and then was down to 46 mg/dl. Customer was currently disconnected from her insulin pump so she only had lows with the insulin pump the high was when she was off. Customer stated that blood glucose and was 99 mg/dl and when she left to the store and it was showing low 47 mg/dl sensor glucose but 2 seconds ago was not that low. Customer stated that her husband tried to give her orange juice when the paramedics came and couldn't find her emergency needles. Customer stated that her blood glucose was 41 mg/dl when the paramedics showed them up. Customer stated that she spoke to her doctor were aware of issues but didn't change anything. Customer was treated with food. Customer has been experiencing low blood glucose for a week. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. Customer believed insulin pump was over delivering. Customer received assistance with programming insulin pump over the phone troubleshooting and blood glucose was 102 mg/dl. The insulin pump will be returned for analysis.